Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for software error alarm. Formatted history file analysis confirmed software error alarm due to software error. Device had pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a message to change the reservoir and when they did insulin continued to drip afterwards. The reservoir emptied all of the insulin into her body causing them to experience a low blood glucose level. Customer's blood glucose level was 181 mg/dl. The insulin pump alarmed pump error 53. Initially the customer had issues with the sensor. Insulin continued to drip and squirt after the motor stopped. The customer was advised that the device would be replaced and agreed to return the product for analysis.